Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results. Results as follows: the patient went to the doctor's office to confirm pregnancy. A test was performed using the consult diagnostics hcg cassette test. Test results were negative at read time. Twenty (20) minutes later, the test showed positive results. The patient reportedly had previously tested using eight (8) home pregnancy tests from the "(B)(6)"; all with positive results. A quantitative test was not performed, but the customer reports that the patient was pregnant. Test date: unknown; age: late 20's; last menstrual period: unknown. A freshly voided sample was used; sample was discarded upon completion of test. No other information was provided.